Event description:
The pt who had received total alloplastic tmj reconstructive surgery over 10 years earlier was in a serious mva in which cranio-mandibular structures were traumatized, now has post traumatic trismus and jaw pain. She needs to be evaluated by her surgeon and imaging accomplished to determine degree of injury to structures and implants. The devices, apparently functioned well until the mva and were not the cause of any pain or dysfunction.